Event description:
Physician reporting rupture of implant diagnosed by mammography. This relates to the left device. Device remains implanted with explant surgery scheduled.

Manufacturer narrative:
Health impact-(B)(4) device revision or replacement. A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed a broken assessed as an unidentified (tear) opening (shell thickness within spec) additional observations: ¿ no other observations observed.

Event description:
Device has been explanted.

Event description:
Physician reported rupture of implant, diagnosed by mammography. This record relates to the left device. The device has been explanted and replaced with a non-allergan brand.